Event description:
It was reported that the distal cover fell off from the duodenovideoscope and into the patient in the middle of a therapeutic endoscopic retrograde cholangiopancreatography procedure. The patient's anesthesia was extended by about 15 minutes due to the additional procedure to retrieve the fallen cover. The ercp was completed with a different distal cover. There were no reports of patient harm. This report is related to the following linked patient identifier: (B)(6).

Event description:
Updated d4 to (B)(4). MFR report #3003637092-2024-00140-1.